Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant procedure with bradycardia. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture, even at maximum output. A chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2021. The patient was in stable condition before, during, and after the lead revision.